Event description:
It was reported that the patient presented for post operation check. It was determined that their right atrial (ra) and right ventricular (rv) leads were reversed in the header of their pacemaker. A chest x-ray confirmed that the leads were still positioned correctly. Therefore, the patient was brought in and the leads were placed correctly in the header of the pacemaker. The patient was in stable condition.